Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the boluses deliveries are not treating blood glucose (bg). Additionally, the customer has been experiencing "stomach issues" which contributed to high bg level. Customer's bg was 400 mg/dl. Manual injections were delivered to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.